Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling a cartridge with 200-260 units of insulin. Reportedly, additional insulin was added to the existing cartridge and reloaded successfully. Insulin delivery was resumed. In addition, it was reported the customer's pump case clip was loose causing the pump to fall on the floor and pull on the infusion set. The customer's blood glucose (bg) ranged from 477 (mg/dl) to over 600 (mg/dl). A correction bolus was administered to address bg level.